Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this pacemaker presenting electrogram (egm). Upon review, the presenting egm showed there to be a stored signal artifact monitor (sam) event and a lead safety switch (lss) from bipolar to unipolar configurations on the right atrial (ra) lead was noted. The sam episode showed there to be minute ventilation (mv) chop occurring and right after a vector switch, intermittent oversensing noise on both the ra and right ventricular (rv) leads. Ts discussed possible causes and provided programming recommendations to the hcp. At this time, the pacemaker, ra and rv leads remain in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that during a follow up visit, the right atrial (ra) lead was believed to have been fractured. The physician believes cause of the high out of range pace impedances to be due to the ra lead fracture. It was also noted the patient has persistent atrial fibrillation (af). Isometrics were completed, however the noise on the rv leads were unable to be reproduced. The device was reprogrammed successfully and will continue to be monitored. At this time, the pacemaker system including the ra and rv leads remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this pacemaker presenting electrogram (egm). Upon review, the presenting egm showed there to be a stored signal artifact monitor (sam) event and a lead safety switch (lss) from bipolar to unipolar configurations on the right atrial (ra) lead was noted. The sam episode showed there to be minute ventilation (mv) chop occurring and right after a vector switch, intermittent oversensing noise on both the ra and right ventricular (rv) leads. Ts discussed possible causes and provided programming recommendations to the hcp. At this time, the pacemaker, ra and rv leads remain in service. No adverse patient effects were reported.